Event description:
During dilation of a lesion within the right femoral superior artery using a cross-over technique, the balloon burst at six atmospheres. The procedure was successfully completed with a second product of the same make. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.